Event description:
This is an initial report where an attorney reported that, a pt applied a thermacare pain relieving heatwrap, version unknown to their left hip in 2002 at approximately 23:30. They reportedly fell asleep and awoke at approximately 2:30 in 2002 with pain in her left hip. They removed the wrap at that time and saw three large holes. They were taken to the emergency department at 8:00 in 2002 where they presented with skin avulsions to their left hip and complaints of pain being a ten on a scale of one to ten. They were noted to have 2nd degree burns to their left hip. The area was washed with betadine, rinsed with saline, and patted dry. Silvadine and a dressing were then applied to the area with instructions to change the dressing as directed. They were given a duragesic patch for pain. In 2002 they were again treated in the ed. They were diagnosed with 2nd and 3rd degree burns, and were debrided of multiple areas of eschar. After receiving wound care for several weeks they were taken to the operating room where nonhealing burns to the left hip was excised. Healing of the wound was successful and complete.